Event description:
Prior to the above date, my (former) dentist informed me that due to my bruxism, which is nighttime grinding, I was beginning to have an open bite. At this time, it was only about a millimeter. I asked him what I could do, and at first, he said "nothing." Then he said if I wanted to get it fixed, I could go to an orthodontist. I asked him if a nightguard would prevent it from getting worse. He agreed that would help. So, we started the process and finally after 2 mos. I received my guard. I expressed concern that I didn't think it was going to protect my teeth and was told that it wouldn't be a problem. On april 4 when I had seen an orthodontist because I decided I couldn't deal with my open bite anymore, I discovered that the guard had caused the open bite to worsen. The guard was several millimeters thick and my open bite was 4 millimeters open. I thought it was because it was thick in the front. So that day I went in and spoke with the dentist about it. He agreed to change the guard for me and told me my teeth may correct themselves. I did research and discovered that this type of guard called an nti has caused other people to get an open bite as well. It is because the device is designed not to cover all of the teeth on one arch. This is how these types are made. And since in my case I already had a small open bite to begin with, I don't understand why I was given this type of device. They're for migraine sufferers. I have never had a migraine in my life. I never received any warning whatsoever. No verbal, no literature, no consent form. I figured it out. I went to several orthodontists and dentists because a couple of orthodontists told me I needed jaw surgery, and I needed to know for sure. I wound up asking a jaw surgeon also. I didn't need the jaw surgery, but if I had, this certainly would have been a lot more serious. I want to prevent this from happening to others. If there is a law that a patient should be warned, then it has been violated. If there is not a law, then there should be one. I have had to get braces for this problem, and I hate it. FDA safety report ID # (B)(4).